Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, intermittent loss of capture was observed. Echo revealed cardiac perforation with some pericardial effusion. The lead was explanted and replaced. Patient did not have any complications.